Event description:
It was reported that the zimmer air dermatome ii handpiece had a problem with the coating. It had starting to crack. The issue was noticed during cleaning of the device there was no surgical involvement associated with the reporting of the device and there was no pt involvement.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.